Event description:
It was reported that during a device replacement surgery unrelated to the lead, externalized conductors were observed. Increase hv lead impedance was also noted. The increase in impedance was within range. Patient was asymptomatic. The lead was capped and replaced with out complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.